Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of positive elecsys hcg + b results for female patients on a cobas e 801 module that did not correspond to the patient's clinical picture. The patients were young females (25-35 years) who were not pregnant and did not have any trophoblastic disease. Patient samples were also sent to the laboratory and were assessed for kidney insufficiency and there was none. The customer is getting very low positive hcg + b results between 1 - 2 miu/ml for these patients. The affected patients had historically never had hcg + b results greater than 2 miu/ml. The customer stated this has been occurring periodically for the past 3 months. The customer estimates that this may affect 1 patient every 2 months (approximately 6 per year). The customer was using hcg + b reagent lot 25920500 through (B)(6) 2018 and hcg + b reagent lot 32945600 in (B)(6) 2018. This medwatch will cover reagent lot 32945600. Patient identifier (B)(6) for information on the reagent lot 25920500. It is not known if the positive results were reported outside of the laboratory. The customer does not routinely repeat patient samples so no repeat values were provided. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(6). The last preventive maintenance was in (B)(6) 2018. The measuring cell was last replaced in (B)(6) 2018. Calibration signals from (B)(6) 2018 with were considerably lower (15-20%) compared to previous signals with the same reagent (25920500). The calibration signals with lot 32945600 were higher in (B)(6) 2018. Qc data from (B)(6) 2018 shows a slight trend towards higher qc recoveries with a shift to lower recoveries after re-calibration on (B)(6) 2018. Based on the available data, the calibration from (B)(6) 2018 influenced qc recovery and most likely also patient samples. This corresponds to the customer's observation related to patient results. The investigation was unable to find a definitive root cause.